Event description:
It was reported to vyaire medical that transducer fault, low ve (minute ventilation), high rate and high pip (peak inspiratory pressure) alarms were triggered on the vela ventilator during patient use. The patient was not harmed and was transferred to another ventilator.

Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer ordered parts to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.